Event description:
Customer reported that the screen of the insulin pump was cracked. The blood glucose reading was 120 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at display window corners, a cracked display window, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.